Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in common device name and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port, one infusion set and one introducer needle loaded to a j-tip guidewire were returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is inconclusive for the reported failure to advance and physical resistance issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The investigation is confirmed for the identified stretched, and deformation issues, as the j-tip of the guidewire was noted to be bent and uncoiled on the distal end. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 04/2023.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly got stuck in the introducer needle and the guidewire allegedly failed to advance through the introducer needle. The procedure was completed using another device. There was no reported patient injury.